Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve repair. The pt had a very small diameter aorta. After placing two purse sutures of the intended cannulation site on the ascending aorta, the surgeon inserted the direct aortic return cannula after deploying the incising dilator blade. He then noted bleeding from a perforation in the posterior wall of the ascending aorta. A sternotomy was performed. The aortic tear was repaired and the mitral valve operation was completed. The pt fully recovered. The surgeon stated that he may have placed too much force on the cannula as he advanced the incising blade, contributing to this injury.